Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture of a "recalled implant". Ultrasound confirmed "internal rupture with multiple folds." The device remains implanted.

Manufacturer narrative:
"Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Crease folding of implant: unable observed crease on the device. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Patient reported left side rupture of a "recalled implant". Ultrasound confirmed "internal rupture with multiple folds." Healthcare professional reported "ruptured breast implant". The device has been explanted and replaced.

Event description:
Healthcare professional reported "ruptured breast implant". The device has been explanted.